Event description:
The physician indicated that the vns is not related to the patient's sleep apnea and the sleep apnea is not associated with device stimulation. The physician reported that it is unknown if the patient has a history of sleep apnea pre-vns.

Event description:
Clinic notes dated (B)(6) 2013, indicate that the patient has a history of obstructive sleep apnea and is on CPAP for it. The relationship of the obstructive sleep apnea to vns therapy is unknown. Attempts to obtain additional information have been unsuccessful to date.